Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a device change out, the chronic right ventricular (rv) lead was found to have t-wave oversensing. A follow up was attempted to acquire the lead and patient information but was unsuccessful. The t-wave oversensing was resolved and the lead remains in use. No patient complications have been reported as a result of this event.